Manufacturer narrative:
Ge healthcare reviewed the log files for the alleged event. The logs reveal that a patient event occurred, starting at approximately 20:05. The ventilator continued to provide pressure support until expired tidal volume dropped below 250 ml per minute for 30 seconds, at which time, the backup mode activated and delivered a breath at 20:30:00. The operator intervened at 20:34:56 and placed the device into standby. At 20:37:11, the ventilator was again placed in volume control mode and ventilation was initiated. The alarm function is tested at power up, and no errors were noted in the log. The alarm silence key was pressed several times after the alleged event, indicating that the audio alarm was functioning. The alarm volume was set at level 4 of 5. There is no indication of equipment malfunction in the logs provided.

Event description:
Customer reported the unit shut down without alarm. The patient was found in cardiac arrest. Resuscitation measures were undertaken, and patient was successfully resuscitated.